Event description:
Same case as MFR report #: 6000093-2007-01236. Clinical trial. It was reported that 407 days following a coronary artery drug eluting stenting treatment procedure, the pt developed in-stent restenosis. At the time of the index procedure the pt presented with an acute myocardial infarction. Two express2 bare metal stents were implanted in the mid lad (left anterior descending) in an overlapping fashion. Following the index procedure, a staged procedure identified and treated lesions in the 1st om (obtuse marginal) and mid rca (right coronary artery). The staged procedure utilized another MFR's drug eluting stent for treatment. The pt was asymptomatic and returned for a study angiogram 407 days post procedure. Angiography showed 80% diffuse in-stent restenosis of the 2.75x16mm express2 bare metal stent and 70% diffuse in-stent restenosis of the 3.0x16mm express2 bare metal stent. The in-stent restenosis was treated with implantation of two drug eluting stents measuring 2.5x28mm and 2.5x8mm. The drug eluting stents previously placed in the 1st om and mid rca were also found to contain in-stent restenosis at the time of angiography. The investigator reported this event as "possibly related" to the study device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.